Manufacturer narrative:
The hospital biomed applied krytox to the inflow/outflow evaporation check valves and returned the unit to service.

Event description:
The hospital reported that, during a case, anesthetic agent output was noted to be higher than expected. The clinician reportedly turned the agent cassette off and continued the procedure with no further reported complaint. There was no reported patient injury.